Manufacturer narrative:
(B)(4): final analysis results for the stimulator revealed no anomalies. Final device analysis for the extension revealed that the conductors were broken within 10 cm of the connector area.

Event description:
It was reported that an extension fracture was suspected. The extension and stimulator were replaced. After a new extension, high impedance values of ~7000 were noted. It was noted that something "like a fracture" was observed with visual inspection. Additional information was requested; if received, a follow up report will be sent.

Event description:
It was noted after the submission of this regulatory report that MFR 3004209178-2013-07369 was submitted for the issue of high impedances after the stimulator and extension were replaced. Please refer to 3004209178-2013-07369 for ongoing issues with the new devices.

Manufacturer narrative:
Product ID neu_unknown_ext, product type extension. (B)(4).